Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor position encoder error, followed by several motor error alarms. The customer's blood glucose was 14.2 mmol/l. The caller did not observe any significant events leading to the alarms. The caller stated that the insulin pump had alarmed in the middle of an infusion set change attempt. The caller stated that the process was restarted, but the insulin pump continued to alarm motor error during the manual prime. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump.